Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a 30-year-old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (2 natural births) and hypertension. Previously administered products included for contraception: microvlar. Concomitant products included losartan potassium (losartana potassica) for hypertension as well as diazepam on (B)(6) 2015 and ibuprofen (ibuprofen) on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), vaginal haemorrhage ("abnormal and continuous vaginal bleeding/ prolonged vaginal bleeding (with different coloration of her menstruation)"), back pain ("lumbar pain irradiating to legs, causing unbalance"), endometriosis ("endometriosis"), cervix disorder ("uterine cervix lesion"), balance disorder ("lumbar pain irradiating to legs, causing imbalance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("strong migraine"), alopecia ("excessive hair loss"), asthenia ("excessive weakness") and depression ("depression"). The patient was treated with surgery (salpingectomy bilateral on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, back pain, procedural pain, endometriosis, cervix disorder, balance disorder, pyrexia, decreased appetite, migraine, alopecia, asthenia and depression outcome was unknown. The reporter considered alopecia, asthenia, back pain, balance disorder, cervix disorder, decreased appetite, depression, dyspareunia, endometriosis, migraine, pelvic pain, procedural pain, pyrexia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: pregnancy negative. Ultrasound scan - in (B)(6) 2015: endometriosis and lesion of uterine cervix. Device well positioned. Lot number:b02267, manufacturing date: 2013-02, expiration date:2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (2 natural births) and hypertension. Previously administered products included for contraception: microvlar. Concomitant products included losartan potassium (losartana potassica) for hypertension as well as diazepam from (B)(6) 2015 to (B)(6) 2015 and ibuprofen (ibuprofeno) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pain during essure insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), vaginal haemorrhage ("abnormal and continuous vaginal bleeding/ prolonged vaginal bleeding (with different coloration of her menstruation)"), back pain ("lumbar pain irradiating to legs, causing unbalance"), endometriosis ("endometriosis"), cervix disorder ("uterine cervix lesion"), balance disorder ("lumbar pain irradiating to legs, causing imbalance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), migraine ("strong migraine"), alopecia ("excessive hair loss"), asthenia ("excessive weakness") and depression ("depression"). The patient was treated with surgery (salpingectomy bilateral on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, back pain, procedural pain, endometriosis, cervix disorder, balance disorder, pyrexia, decreased appetite, migraine, alopecia, asthenia and depression outcome was unknown. The reporter considered alopecia, asthenia, back pain, balance disorder, cervix disorder, decreased appetite, depression, dyspareunia, endometriosis, migraine, pelvic pain, procedural pain, pyrexia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin on (B)(6) 2015: pregnancy negative. Ultrasound scan in (B)(6) 2015: endometriosis and lesion of uterine cervix. Device well positioned. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.